Event description:
During surgery physician was using the reamer and the 12mm reamer head (352.250s) broke in the patient. When the reamer was pulled out physician discovered the drive shaft (314.743) was also broken in the patient x2. Both physicians working on case immediately removed broken pieces out of the patient.